Manufacturer narrative:
Product analysis conclusion: the reported rtad could not be assessed on the pre-operative image provided; therefore, the cause of the event could not be determined. Lack of full pre-implant CT¿s did not provide opportunity for more in depth analysis of the patient¿s anatomy and lack of post-implant CT¿s did not allow for a thorough analysis of the reported dissection and stent graft in vivo configuration. It is possible that an anatomical cause as reported contributed to the dissection, but this could not be confirmed. Other possible contributors include an unknown interaction between the implanted stent grafts. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: vamf4642c150tj, serial/lot #: (B)(6), ubd: 18-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two valiant captivia stent grafts were implanted during the endovascular treatment of a 55mm taa in zone one. It was noted that there was no noticeable leakage and the procedure was completed with only the overlap region touched up. It was reported that 3 days later the patient's condition changed suddenly during hospitalization, and a CT scan confirmed retrograde type a dissection. A total arch procedure was performed in an emergency surgery on the same day. For the vamf4642150 stent graft, the proximal bare and 1 stent were cut, and 3 branches of the artificial blood vessel were sewn into place. The patient's condition has stabilized and is currently under follow-up. Per the physician the cause of the event is related to the patient's anatomy. For the central proximal, the recommended 46 mm device was used for a blood vessel diameter of 42 mm; there were no problems such as the device getting caught up during the ballooning procedure. There was a risk because the ascending blood vessel diameter was 43 mm, so an anatomical cause is believed to be the cause of the dissection. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
B5; additional information received: it was confirmed the vamf4642c150tj had been implanted most proximally. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.